Manufacturer narrative:
(B)(4). The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the blue pull ring cap of the transfer set was observed to be loose in the package, prior to use. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for lot number h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. The visual inspection that was performed found that the cap was loose in the un-opened pouch. The sample was confirmed for the reported event. Should additional relevant information become available, a follow up medwatch will be submitted.